Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation however, the lens was received and a visual inspection shows a portion of a plate haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Evaluation conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that, the surgeon was inserting a 20.0 diopter toric single piece silicone lens with a msi-tr injector and the lens tore. The surgeon removed the lens without enlarging the incision and another same model lens was inserted. The reporter stated that it may have been torn due to the injector which is old. No patient injury.